Event description:
On (B)(6) 2009, the pt reported that occasionally, both the up and down buttons of his infusion device do not function properly. He was not certain that both buttons were affected. He discovered the issue while attempting to bolus. The infusion device has been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.